Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: no unexplained por events observed in the black box. No damage found to battery compartment. Battery cap was not returned. New test battery cap securely tightens to the pump with no visible yellow o ring showing. The pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs using test battery cap; no por¿s events were duplicated. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unable to confirm or duplicate the no power complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.